Event description:
It was reported that this suture hook broke during use in a shoulder surgery. The tip was retrieved with a grasper and there was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the device was received for evaluation with the detached portion. During a visual examination, the needle was found detached at the weld. Further examination found a needle tip dull (rounded) and nicks/gouges were present on the needle. The information for use (IFU) provided with each product cautions the user on the following: 1. Avoid lateral stresses to the instrument or device function may be compromised and unintentional patient injury may result. 2. Do not use if parts are broken, cracked or worn, or device function may be compromised. 3. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. 4. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features. An investigation remains in process for this failure mode. Conmed linvatec will continue to monitor this product for failures.